Event description:
Customer states during a retrograde cystogram on a male patient, of unknown age, they lost fluoro and the system message stated internal error. Staff was able to complete the procedure using endoscopy. No patient injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.